Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the brakes on both sides of the rollator are not working properly and the handgrips are worn.